Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and identified as requiring replacement. The customer refused further service and has determined to address the issues on their own. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.